Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high impedance, noise seen on atrial electrocardiogram (egm) and confirmed fracture on the lead. The lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that approximately 4.5 years later, the right atrial (ra) lead impedance appears to be trending up. Atrial sensitivity is programmed to most sensitive setting. Stored device data indicates tracings show oversensing on atrial channel. The ra lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was followed up the treating physician and is being regularly monitored until a generator change is required, at which point the physician will make a decision on weather to implant new leads at the same time.